Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer exposed their insulin pump to fluid. Customer stated there was a mist on their insulin pump's screen. It was found the customer spilled water on their insulin pump. Customer also reported observing fluid under the lcd display. The customer's blood glucose was unknown. The customer was advised to disconnect from their insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
All buttons on the insulin pump functioned properly. No damage on keypad traces, no damage on motor assembly, or electronic assembly noted during visual inspection. The device had cracked reservoir tube lip.